Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Customer states: after inserting the device into the cavity, surgeon tried inflating the balloon, but it was not inflated. The balloon was confirmed to be damaged. The event occurred in use for patient. The procedure was completed with another device. There was no reported patient injury or adverse event.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Upon initial inspection, a cut was observed on the white seal of the dissector balloon section. The trocar balloon inflated properly, and no leaks were detected. Due to the observed damage to the seal, the dissector balloon would not inflate properly. However, when the hole containing the white seal was covered, the dissector balloon inflated properly which verifies that the dissector balloon was intact. All other components were in proper working condition. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to a cut in the seal, the reported condition was confirmed. Based on the product analysis, the failure was confirmed to be attributed to the reported event. Replication of the observed seal damage may occur if the dissector balloon system is forcefully inserted into the cannula without the aid of lubricant or if the seal makes contact with an instrument. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.